Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Event description:
N/a.

Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) cable could not be retracted. No personal injury was caused.

Manufacturer narrative:
Investigation completed on: 8 jan 2025. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after checking at the user's site, it was found that the cable could not be retracted due to a fault caused by the retractor and the cable being stuck. After adjustment, it returned to normal and met the clinical use requirements.